Manufacturer narrative:
No malfunction is supported. Philips reviewed the log data and found that red level alarms were provided beginning at 02:40 am with evidence indicating that alarm silencing for other non-red unspecified alarms was performed at the central several times between 00:52 and 00:22. Logs do not otherwise store yellow or inop level alarms. The customer biomed and risk manager have indicated that they do not believe the monitor malfunctioned. The log data does not support that the monitor had gone into standby at some point between 01:00 and 03:00 am. The hospital has indicated that they are planning to make some changes regarding how alarms operate to best suit their individual needs and will engage onsite philips clinical resources to do this. The risk manager indicated that additional patient related data cannot be provided at this time based on their hospital policies.

Event description:
The customer informed philips that a patient incident occurred involving a patient death on (B)(6) 2016. The customer has alleged that they expected red alarm events to have been provided but staff stated they did not receive expected alarms. The biomed has also stated that staff informed him that the bedside may have gone into standby at some point during the timeframe of 01:00 am to 03:00 am.